Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. This cartridge was discarded; therefore, the cartridge could not be requested to be returned for product evaluation. On (B)(6) 2015, the patient had another event where the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The lot numbers for both cartridges were not provided. The insulin cartridge from the second event was requested to be returned for product evaluation.